Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - annex g. Investigation ¿ evaluation. An issue with the hubs of the spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC (rpn: upicds-4.0-CT-40nt-abrm-1111, lot: 13755490) cracking was reported by (B)(6) (united states) on (B)(6) 2021. It is unknown if the device was replaced or if there were any adverse effects to the patient. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 13755490, as well as subassembly and raw material lots, found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_upicabrmtt_rev1] ¿cook spectrum turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducer,¿ provides the following information to the user related to the reported failure mode: intended use: ¿the maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table.¿ warnings: ¿the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use spectrum turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table.¿ cook spectrum turbo-ject power injectable PICC dynamic and static pressure results ¿*maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a viscosity of 11.8 cp. **static burst pressure is the failure point of the catheter when totally occluded. Warning: power injector machine pressure limiting feature may not prevent over-pressurization of an occluded catheter. Power injection procedure 1. Use only lumens marked ¿CT¿ for power injection of contrast media. Warning: use of lumens not marked ¿CT¿ for power injection may result in catheter failure. How supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence provided the dmr, DHR, and device failure analysis suggest that there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could be traced to device design. A previous CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: spectrum turbo-ject double lumen minocycline/ rifampin bedside power-injectable PICC. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hubs of two spectrum turbo-ject double lumen minocycline/ rifampin bedside power-injectable piccs cracked. Both devices were used for the same patient and broke "in the last two months." Additional information regarding the patient, devices, and event(s) has been requested but is currently unavailable.